Event description:
During evaluation of a returned spectrum infusion pump, the device did not alarm door open. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device did not alarm door open. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed upper latch switch. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.